Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm from the hub. The embolization coil was intact with the pusher assembly and undamaged. Coagulated blood was present inside the introducer sheath. Conclusions: evaluation of the returned pod6 revealed that the embolization coil was unable to advance or retract within its introducer sheath due to coagulated blood inside the introducer sheath. The dried blood observed inside the introducer sheath was likely incidental to the complaint. The complaint indicated that resistance was experienced inside a non-penumbra microcatheter while advancing the pod6. The non-penumbra microcatheter was not returned for evaluation and the returned pod6 was unable to perform functional testing due to the coagulated blood inside its introducer sheath; therefore, the reported resistance was unable to determined. Further investigation revealed pusher assembly kink. This damage was incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of resistance.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod6. During the procedure, the physician successfully placed pod packing coils (pod pc) and other coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a pod6, the physician experienced resistance approximately 70 centimeters into the microcatheter; therefore, the pod6 was removed and flushed with saline. The physician then attempted to advance the same pod6, however, experienced resistance again in the same area within the microcatheter and, therefore, the pod6 was removed. Next, the physician experienced resistance while advancing a new pod6; however, continue to advance against resistance and successfully placed the pod6. The procedure was completed using an additional pod pc, other coils and, the same microcatheter. There was no report of an adverse effect to the patient.